Manufacturer narrative:
Initial.

Event description:
It was reported that the user replaced a freestyle libre 3 plus sensor and subsequently received no glucose readings because the new sensor had not been started; the incorrect pairing workflow was identified and education was provided to correctly start the sensor, after which the sensor entered warmup. No adverse clinical symptoms reported. Outcomes included temporary interruption of sensor data and dosing alerts indicating that dosing would stop soon due to the lack of a paired sensor. User support included technical troubleshooting and user education on correct sensor pairing and start procedures. Investigation of this case revealed user setup error leading to the sensor not being paired with the system, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in pairing and starting the sensor.